Event description:
The customer reported that she woke up in the middle of the night and felt wetness on her skin. Her blood glucose measured 375 mg/dl. She removed the pod; the cannula was bent and out of the site.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported feeling insulin delivery outside the skin and observed that the cannula had dislodged from the infusion site. This condition could contribute to high blood glucose. No qualification records were reviewed as no product lot number was reported. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."